Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line which was not reproduced. Air in line alarms were verified through a review of the event history log and found to be caused by a failed ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. The device received device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a false upstream occlusion alarm. Service evaluation verified the false upstream occlusion alarm. The cause was identified to be a failed ultrasonic sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.